Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 330 mg/dl lasting approximately five hours, while the infusion set appeared normal and the pump subsequently corrected the glucose level; no device alerts were confirmed. Symptoms included restlessness and inability to sleep. Outcomes included no medical intervention, no hospitalization, and no injuries. Investigation included troubleshooting and education provided to the user. Investigation of this case revealed no confirmed device malfunction and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.